Event description:
It was reported that insulin gauge displayed an amount different than expected, showing a fill estimate of 40 units when caller expected 30 units, with discrepancy greater than 30 units earlier in day before call. No information was provided regarding impact to customer¿s blood glucose level. Customer was advised by technical support to call back for troubleshooting if issue occurred again while fill estimate was active, and caller acknowledged instructions, with no further actions reported.